Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery was unacceptable. The alarm trace contained a clot detected error. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced the mix tower and performed precision testing. The calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for 40 patient samples with the cobas integra (400+). The reporter stated that there had been some qc issues so the initial na results had a data flag associated with them. The reporter provided the following example of questionable results for one patient sample: the initial result was 133 mmol/l with a data flag. The repeated result was 139 mmol/l. The questionable result was reported outside of the laboratory. The electrode lot number was 21504347. The expiration date was requested but not provided.